Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device examination showed no abnormalities. The device was given functional testing: this showed the device functioned as per specifications. No leakage occurred during testing.

Event description:
Information was received indicating that a smiths medical level 1 trauma fast flow fluid warming system needs repair because it leaks. There was no reported adverse event.